Manufacturer narrative:
A visual examination of the returned device revealed residue present on the pull gastro-tube, indicating use/handling. A blue pull wire was attached to the pullwire tip wire loop. The customer had cut the tubing and placed the proximal section over the threaded connector portion of the pullwire tip. The distal section including the bolster was not returned. The inner and outer rings were not returned for evaluation. The tubing was removed from the pullwire tip to expose the threaded connector section. The threads of the connector were broken off and the proximal portion of the threads was not returned, it most likely remained inside the inner ring which was not returned. The remaining threads presented whitish discoloration indicating stress and the threads were fractured and pulled outward. An examination of the connector found it to have failed while undergoing torsional and/ or bending forces. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated during placement. Based on all gathered information, the most probable root cause is ¿operational context¿. A DHR (device history record) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the physician cut the patient's stoma site and the muscle layer was dissected with forceps as an incision site preparation. During the procedure, when pulling the peg tube through the stoma site, the plastic portion of the pullwire became detached. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the physician cut the patient's stoma site and the muscle layer was dissected with forceps as an incision site preparation. During the procedure, when pulling the peg tube through the stoma site, the plastic portion of the pullwire became detached. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.